Event description:
Event description boston scientific received information that this cardiac resynchronization therapy-defibrillator (crt-d) was explanted due to elective replacement indicator (eri) after 40.9 months of service. Another boston scientific crt-d was successfully implanted without incident. There was no report of adverse patient effects.